Manufacturer narrative:
Product not returned to manufacturer

Event description:
The dentist reported that hexagonal driver lower tip fractured and remained stuck in the screw in patient's mouth.

Manufacturer narrative:
Upon visual inspection, the hex driver was fractured. The complaint was confirmed. The lot number for the hex driver was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.